Manufacturer narrative:
The condition of failure code 808:07 was confirmed through the event history and was found to be due to a faulty pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up MDR will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During review of the event history it was determined that failure code 808:07 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.